Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, the patient experienced continous pain and a revision procedure was performed on (B)(6) 2010. The surgeon noted pockets of clear fluid and soft tissue containing a brownish tint around the implants. The acetabular cup, modular head, and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions". Examination of returned component found deformation on the rim of the cup, possibly indicating subluxation and/or neck impingement. The component also showed removal of the porous coating in three locations adjacent to the deformed areas on the rim of the cup. It could not be determined with certainty how much of this damage occurred during removal of the device. Brownish discoloration was observed in several areas of the articular surface exhibiting a matte surface finish possibly from surface deposits most likely originating from material that dried on the surface. The source and identity of this agent could not be established during visual examination. (B)(4).